Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient had developed an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patients infection was located at the ipg site. The physician believed the infection was not device or procedure related. The patient underwent an explant procedure and was placed on antibiotics. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection. The patient will undergo an explant procedure.